Event description:
Literature was reviewed regarding an 85-year-old female patient who presented with severe aortic stenosis of a non-medtronic bioprosthetic valve. Subsequently, the patient underwent a valve-in-valve transcatheter aortic valve replacement (viv-tavr) with successful placement of a medtronic 26-mm evolut fx+ bioprosthetic valve inside the degenerated bioprosthetic valve. Immediately after valve placement, the stent frame was noted as under-expanded which was then resolved by balloon dilation. The final aortography revealed excellent flow in the left and right coronary arteries. Transesophageal echocardiogram (tee) revealed a mean gradient of 7 mm hg and no paravalvular regurgitation. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: ghoneem et al. Prevention of bilateral coronary obstruction during valve-in-valve tavr with a self-expanding valve: the babicorn procedure. Jacc case rep. 2025 aug 20;30(24):104493. Doi: 10.1016/j.jaccas.2025.104493. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.